Event description:
Related manufacturing reference number: 2017865-2021-24906. It was reported that the patient presented to the emergency room after experiencing a syncopal episode and head trauma. Upon interrogation, it was noted that the right ventricular (rv) lead and left ventricular lead exhibited loss of capture. The physician attempted to make programming changes but loss of capture occurred again and the patient became asystolic. The nurse began chest compressions and the physician reprogrammed the device again. Rv lead dislodgement was suspected. The rv lead was repositioned on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. The physician attempted to make programming changes but loss of capture occurred again and the patient became asystolic. Lead dislodgement was suspected. The lead was repositioned on (B)(6) 2021. The patient was in stable condition.